Event description:
It was reported via repair work order that the bed had a base sensor error due to a faulty wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.